Event description:
Customer reported they felt the output of their vaporizer was higher than expected. There was no reported pt injury. The unit was returned to the manufacturing site for investigation. At the start of the diagnostic testing, unit went into a 'no output alarm'. The cause of the alarm was determined to be due to an incorrect voltage at the heater board. After replacing the heater board, the output concentration was tested and found to be higher than the original manufactured specifications. The investigation has concluded that the cause of the output deviation was due to scratching and/or flatness issues related to the sealing face of the rotary valve. Changes in manufacturing processes have greatly reduced these issues. Changes have since been implemented into the manufacturing, refurbishing and service processes.